Event description:
A customer reported receiving slightly increased false positive rheumatoid factor (rf) results (between 20 and 30 iu/ml) were generated when the immage rheumatoid factor reagent lot m101865 was used on immage immunochemistry system in contrast to lot m106133. The results were reported out of the laboratory; however, it is unknown if patient treatment was impacted by this event. No specific patient results were reported; however, the customer provided information on the percentage of results within certain ranges for both lots. Customer indicated qc results were within specifications. Calibration results sent by customer appear acceptable.

Manufacturer narrative:
Root cause is not known but this appears to be a reagent issue. The customer was sent a replacement lot of reagent.